Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urogynecological. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4) (importer). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced pelvic pain, bleeding, vaginal burning, pain with urination, pulling in the right apical area of patient's vagina, mesh erosion, hematuria, dysuria, urgency, frequency, poor emptying, decreased stream, bloody discharge, and dark yellow discharge. Patient also underwent three revisions ((B)(6) 2008, and (B)(6) 2012). Per additional information received, the patient required non-surgical and additional surgical interventions.

Event description:
Per additional information received, the patient has experienced pain with urination, vaginal pain, erosion/vaginal mesh erosion requiring multiple revision surgeries, urinary problems, recurrence, bleeding, dyspareunia, bowel problems, and vaginal scarring.